Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier failed to apply clip during engagement. Wire found to be broken and exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel/tissue bundle and was related to an unsuccessful clip application. Issue occurred on the first application. A backup was used to resolve the issue. The device was sent in for analysis. No photos or videos are available for review. The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The tips did not open and close properly. There was no report of a recognition or engagement failure during this procedure on the system logs. No product issue was identified related to the initial report of the instrument failing to apply clip during engagement. The instrument was found to have a broken grip cable at the distal end. Additional findings not related to customer reported complaint: the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.